Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were going to the bathroom a lot. Patient said they did not use the bathroom for 24 hours and their first time using the bathroom was last night, since then they were having the same symptoms as before the implant. They had an stimulation sensation just after the surgery but they just dissipated and now they do not feel anything. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient reported that their baseline symptoms returned/lost therapy benefit. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they called manufacturer representative (rep) yesterday because they were still going to the bathroom and the agent helped them turn it up. Reviewed general interstim education and comm 2 information. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.